Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Remains implanted.

Event description:
Patient reported to have undergone right total knee arthroplasty on (B)(6) 2013. Patient alleges pain, instability and loosening of the patella component. A revision procedure has allegedly been recommended. There has been no reported revision procedure to date. Additional information received in patient's medical records indicate soft tissue pain from multiple surgical procedures, patellofemoral maltracking, suprapatellar effusion, small bony fragmentation along the superior pole of the patella, and knee lateral instability in extension and flexion.